Event description:
It was reported the patient presented to the office due to heart failure symptoms. Attempts to establish telemetry with, or elicit a magnet response from, the device were unsuccessful. The device was last checked approximately 2 weeks prior, and it was functioning normally. The device was explanted. A medwatch 3500a was subsequently received with additional information of device failure. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were found to be the result of lifted hybrid bond wires. Other: it was reported the patient presented to the office due to heart failure symptoms. Attempts to establish telemetry with, or elicit a magnet response from, the device were unsuccessful. The device was last checked approximately 2 weeks prior, and it was functioning normally. The device was explanted. A medwatch 3500a was subsequently received with additional information of device failure. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Wire device was out of specification in a manner that relates to event, interrogate, difficult to; magnet mode discrepancy device failure.